Event description:
It was reported that during an unknown procedure, the hp054 handpiece was being used in a case with a gen11 generator and the generator kept saying generator error. A second handpiece was used with the gen11 generator and the case was completed with no consequence to the patient. Patient information was requested but none was available. Has the hand piece been used with reprocessed/remanufactured disposables? Yes. Which reprocessor? Stryker.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent unknown, assumed ((B)(4) 2012) that complaint was reported the instrument was received in good condition. It was connected to a gen04 generator and evaluated with a test instrument ((B)(4)). The device was able to successfully complete pre-run. The device continued to be activated and after a minute of activation the generator reverted to stand-by mode. The return to standby is a caused by a communication error between the hand piece and the generator (gen04).